Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their unicel dxi 600 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same unicel dxi 600 access immunoassay system and obtained lower results, within the customer's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was no change or impact to patient care or treatment. All system parameters (including quality control, calibration, system check and precision run) were within assay/instrument specifications. The sample collection information was not provided. The samples were centrifuged at 5000 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer performed hardware verification by performing a system check and fifteen (15) replicate precision run. All verification testing passed within published performance specifications. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information.